Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Monitor sn (B)(4) was returned to zoll manufacturing corporation and evaluation is currently underway. A review of the downloaded software flag files on the day of the event was performed. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment and patient death.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2017 while wearing the lifevest. The patient was in a skilled nursing facility at the time of the event. The lifevest treated the patient and hospital staff attempted to resuscitate the patient. A review of device download information reveals that the lifevest detected asystole six times between 19:39:04 and 19:47:04. The continuous ECG recording at this time shows that the patient was in bradycardia at 20 bpm degrading to asystole with intermittent cardiac activity transitioning to bradycardia at 30 bpm with CPR artifact. An arrhythmia was detected at 19:47:18. The continuous ECG recording shows that the patient was in asystole with CPR artifact. Three treatments were delivered at 19:47:57, 19:48:19, and 20:10:23. The patient's rhythm at the time of the first two treatments was asystole with CPR artifact. The patient's rhythm at the time of the last treatment is unknown due to the presence of CPR artifact. The CPR artifact contributed to the false detections. Following the last treatment, the continuous ECG recording shows that the patient remained in asystole with artifact. The lifevest was shutdown at 21:03:38. There is no indication that the lifevest caused or contributed to the death, as the patient was already in a non-life-sustaining rhythm prior to the treatments.